Manufacturer narrative:
B3: year of event date corrected. H3: a manufacturer representative went to the site to test the equipment. In summary, the ethernet ports were changed. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. D9, h2, h3: the hardware was returned and analysis was performed. The returned connector had no apparent physical damage and fit snuggly into the panel mount. The connector was fully functional. No problem was found. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735859, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to the image not being able to be transferred a05: applicable to the loose ethernet bulkhead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the ethernet bulkhead on the I/o (input/output) panel was loose. The site took the final spin on an imaging system, and the image was unable to be transferred due to the loose bulkhead on the navigation system. The surgeon was able to complete the case without using navigation. This issue resulted in a 5-minute delay in the procedure, and there was no reported impact to patient.